Event description:
Bio-med stated that ventilator was running on pt for 15-20 minutes then staff noticed that pt stopped breathing and ventilator alarmed. Pt was taken off ventilator and bagged. There was no pt injury. Unit was in simv+ p.s., peep=4, insp press=10, rate 20, insp time=33, preset min. Volume=15.9, pause time=0, trigger=-1, simv rate=10, lower alarm limit=7.5, upper alarm limit=19. Pt was taken off vent and bagged.